Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) recommended testing the lead. This lead remains in service. No adverse patient effects were reported.